Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had an elevated blood glucose (bg) of 432 mg/dl with elevated ketones; subsequently, the customer went to the emergency room (ER). Reportedly the customer attempted to resolve the high blood glucose with manual injections. Customer was treated with intravenous fluids of saline and insulin in the ER resolving the issue. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.